Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer went into diabetes ketoacidosis due to high blood glucose. Customer stated that they had low blood glucose of 78mg/dl and treated that with juice and lunch. Customer declined to troubleshoot for low blood glucose as she did not know how to suspend the pump with the sensor. Insulin pump will not be returned for analysis.